Event description:
It was reported that the ventilator did not start. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of returned device logs and an investigation of the returned dc/dc and standard connectors printed circuit (pc) board. Received device logs do not show any issues. They show what happened during the subsequent service and do not include the date of the event. No technical errors were reported. Simulated use testing did not confirm the reported problem reported as the ventilator does not start up. The ventilator started several times, pre-use checks succeeded and simulated use tests of ventilation ran for several days without any deficiencies noted. Components related to known issues were checked without any irregularities found. Our conclusion in this matter is that the returned dc/dc and standard connectors pc board was found to be within its specifications. A loose, or otherwise malfunctioning panel cable, may have caused the described problem, but this cannot be confirmed from this investigation.

Event description:
(B)(4).